Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 3 control unit with a cracked housing and leaking battery was received at service and repair. Reportedly, the user did not sustain any injuries.

Manufacturer narrative:
Conclusion: according the information received, the device was returned due to optical damage (crack). During the repair process of a rondo 3 audio processor, a leaking battery was detected. Due to the destroyed device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. To date there has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A rondo 3 control unit with a cracked housing and leaking battery was received at service and repair. Reportedly, the user did not sustain any injuries.